Event description:
The customer reported an error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing instructions for a pump reset, which resolved the issue, allowing the customer to successfully start their sensor session again.